Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event and there was no treatment rendered. The cause of the peritonitis was unknown. The actions taken with pd therapy were not reported. The outcome of the peritonitis was unknown. No additional information is available.